Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The rep saw the patient today. Stimulator is depleted and has do be replaced. Settings: pol con figuration (3+, 2+, 1-, 0-), 1ma, 210ms, 100hz. Replacement of the stimulator will be scheduled. Additional information was received. The rep reported that they guess the cause was the high frequence of 100hz. The replacement surgery has not been scheduled. More information received. It was reported the most likely cause was the high frequency of 100 hz. They stated they decreased the frequency, and a replacement of the stimulator is provisionally scheduled for the 9th of july. The issue was not resolved. Replacement is planned.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2t1rh, implanted: (B)(6) 2023, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a replacement occurred on (B)(6) 2025. The ins was replaced. Not yet. So far, he is waiting for the dedicated boxes to be able to return it. Since he is on vacation for the next two weeks, I will remind him of sending the device back as soon as he receives the boxes.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# serial#(B)(6), implanted: (B)(6) 2023, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the issue was undetermined. By taking the settings into consideration, there is no reason why the battery is depleted after 15 months. So far, no steps have been taken. The rep will see the patient together with the physician on wednesday 4th of june to check the system. The issue was not resolved.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient presented for follow-up after the smart programmer indicated a low battery status of the implanted sacral neurostimulator. The device was implanted only fifteen months ago; however, the expected battery life is 10 years. No environmental/external/patient factors are know that may have led to the issue. According to the physician the settings are 1ma, 210 microseconds, 14 hertz and impedances in range. Pol configuration: 0+, 1+, 2-, 3-. With these settings the battery should last up to 10 years. Manufacturer representative (rep) will see the patient on the 4th of june to check the settings and download the data from the smart programmer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: initial analysis of the returned implantable neurostimulator (s/n: nmg466247h) revealed that the device failed longevity calculation. It was also run on the final functional test system. The device was received in eri, confirming the reported failure of early battery depletion. The hybrid had nominal current drain when powered with an external supply. No hybrid anomalies were identified. The battery will be sent to mecc for further analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.